Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with high lead impedance. The device was reprogrammed and the patient would continue to be monitored. The other lead measurements were all in range. The patient did not experience any adverse effects.